Event description:
On (B)(6) 2012, patient reported the protective rubber on the up and down buttons is missing and the buttons do not function correctly. Patient noticed this issue when he tried to bolus. The infusion device was not dropped on a hard surface, and the buttons do not work even if pressed hard. The infusion device does not produce an audible sound when the buttons are pressed, and the buttons are not flat. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.